Event description:
Patient revised for loose tibial component, osteolysis and polyethylene wear of tibial poly.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in retrieving the device history records for review and search the complaint database by lot code were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. It was noted, the product was implanted for approximately 13 years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.